Event description:
Cosumer called to report a wide range of readings with his meter. Analysis run on consensus error grid using mean reading (355) as ref. Point vs. Bd readigs (160, 554) yielded data points in the c zone of the grid, outside of acceptable limits.